Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 86 months due to underinfusion and manufacturer's recall. The patient had been receiving morphine and marcaine via the pump. The catheter was replaced at the same time due to "no csf in catheter when aspirated." A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.